Event description:
Per the surgeon's report, the device was explanted, due to seroma and infection 6 months after implantation. Reimplantation is planned for 2007.

Manufacturer narrative:
This is a final report.